Event description:
New information received indicates that the patient was stable post-procedure.

Manufacturer narrative:
Lead calcification was noted covering the ring electrode and is believed to be the cause of the loss of capture and high lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture and increased pacing lead impedance were observed. The patient was not pacemaker dependent. The lead was capped and replaced on (B)(6) 2016. The patient was doing okay.